Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a radial jaw 3 gastropediatric single-use biopsy forceps was used during a procedure performed in 2009. According to the complainant, during the procedure, resistance was encountered while actuating the handle, which prevented smooth open/close movement of the jaws. The procedure was completed with a different device (product and MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.